Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the suction channel of the subject device tested (B)(6) for (B)(4). The facility reported that in addition the following the microbes were detected. Enterobacter cloacae, stenotrophomonas maltophilia, and enterococcus casseliflavus the number of microbes was not reported. The subject device had been cleaned manually with protein remover(endo-fresh) and had been reprocessed using an olympus automated endoscope reprocessor model oer-3(not available in the USA). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. The evaluation confirmed the following, but the causal relationship between the following and the reported event was unknown. The bending section glue worn. Ccd cover glasses glue worn. Scratches on the lg lens. Foreign matter in the auxiliary channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.